Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient did not use the overlay patch, which is off-label usage of the device. On (B)(6) 2025, the patient experienced a sensor failure indicated on both the dexcom app and omnipod device, resulting in the absence of continuous glucose monitoring (cgm) readings. During this time, the patient presented with vomiting, lethargy, and was diagnosed with diabetic ketoacidosis (dka). The patient was transported to the hospital and admitted for treatment. Interventions included intravenous fluids, antibiotics (specific type and indication not provided), and blood pressure medication (amlodipine). The patient remained hospitalized for four days and was subsequently discharged in stable condition. At the time of this report, the patient is doing fine. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.